Manufacturer narrative:
No device was provided for analysis. As reported by customer: "during the case a small piece of the end of the wire broke off, broken piece was retrieved''. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. At this time it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "excessive force used" and/or "improper use" may have impacted on the event as reported.

Event description:
Event description: please provide a brief summary of the event that includes any additional details that you have not already provided: during the case a small piece of the end of the wire broke off, broken piece was retrieved. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue?: retrieved the broken piece . What is the next course of action?: opened a new wire . Patient present at time of event?: yes . Patient complications: no patient complications.